Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had a urinary tract infection, and the medication was changed on the day of the report due to them having an allergic reaction. It was indicated that the patient's urine was yellow, and they were worried that the new medication had yellow dye in it. They mentioned that they were allergic to yellow dye. It was also stated that the patient felt a lot of pressure on their vagina when the stimulation was being adjusted at the procedure. This occurred during the basic evaluation that began on (B)(6) 2017. The issue was not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.